Manufacturer narrative:
(B)(4). The 510 (k) # of similar product code of 826631: k914479. It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
As reported, after surgery, a microsensor began reading consistently negative numbers. No other information is available. No contact information is available.